Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The occlusion limits were tested successfully. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and alarms are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that during the last 4 months his required insulin has severely increased. Patient stated he had to increase his daily basal rate from 14 units to 18 units. Patient reported this lead to quite good blood glucose levels but not really satisfied. Patient stated this situation last 3 weeks, after that he noticed strange blood glucose levels "jumping" up to 450 mg/dl, many times, experiencing elevated blood glucose levels. Patient's normal blood glucose range was not provided. Patient reported this didn't reflect the current situation because insulin was given at meal time and there was no stress, physical exercised, no infections, and the infusion sets were newly used and the insulin was new also. Patient stated the infusion device does not alert about occlusions. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.